Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient experienced discomfort at ipg site when sleeping on the back. It was also reported that ipg is implanted superficially and is visible. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced.